Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair with the use of a mitek fms duo pump for fluid management, there were some swelling issues for the patient. It appears that the pressure on the pump fluctuated; when the "lavage" button was actuated the pressure increased 50% but did not return to the default setting. This happened throughout the procedure resulting in too much fluid being pumped into the shoulder. There was extravasation and possibly some intervention needed (massage or an extra portal, it is not yet defined). This is all of the information made available to mitek at this time as the surgeon is on holiday, reach outs for further information and clarity will go out the week of (B)(6), 2012 when the surgeon returns to routine. Also see associated MDR 1221934-2012-00277.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return of complaint device.

Manufacturer narrative:
The complaint device, fms pump part # 284580, s/n (B)(4), was received and evaluated. Upon receipt, the device was given a thorough visual and functional examination. The 1st portion of the examination was visual: this visual is performed as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event; in good physical condition. The 2nd portion of the examination was the functional and electrical testing: a battery of tests was performed to assess the device's operational status. Functionally and electronically, the device performed well within its design and manufactured parameters; the unit passed all diagnostic tests, functional tests, and is fully operational, no fault or performance anomaly could be found with the fms pump. The root or underlying cause for the reported event is not attributable to the fms pump, but lies elsewhere. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.